Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr/410psr on 04/16/2015 submitted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cervical/vulvar cancer.

Event description:
Patient reported being diagnosed with ¿cervical/vulvar cancer¿, side was not specified. No treatment or surgical reoperation has occurred. Left side device has been explanted.